Manufacturer narrative:
On april 1, 2021, mentor became aware that patient has a planned explantation on (B)(6)2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture baker grade iii. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that patient also experienced heart palpitations, weight gain, brain fog, anemia, breast lump and pain post procedure. Date of implantation is (B)(6) 2016. H6 health effect - clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Concomitant products: 375cc siltex round high profile gel-filled breast implant, catalog: 3544375, lot: 7282506, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with a 400cc mentor memorygel breast implant experienced right sided capsular contracture baker grade iii post procedure. Patient is experiencing hardening of the breast and occasional pain on the right side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On july 18, 2023, mentor was notified that the patient was rescheduled for bilateral removal without replacement on (B)(6) 2023. Reason for device explant and/or reoperation: generalized illness, capsular contracture. Date of explantation: (B)(6) 2023. Refer to manufacturing report number 1645337-2022-11524 for the contralateral event. Manufacturer¿s reference number: (B)(4) in the initial, since the patient experienced generalized illness, h6 investigation conclusions should have included cause not established (d15).

Manufacturer narrative:
On january 05, 2024, the mentor analysis lab received the suspect medical device for evaluation. On january 11, 2024, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During visual evaluation, no apparent damage or visual anomalies were observed on the breast implant device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).